Event description:
Consumer with qv sars otc got a bloody nose when swabbing -- tss questioned the consumer about the nose bleed and asked if they were ok.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone (B)(6).